Event description:
The complainant reported that a patient implanted with an impella cp experienced ventricular fibrillation requiring defibrillation. The patient experienced a lack of distal limb perfusion so the impella cp was explanted. Soon after, the family decided to withdraw care, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.